Event description:
Tubing from patient's continuous sodium bicarb infusion was broken in half. The y-site near the bottom of the tubing was connected to the patient and the rest of the tubing was dripping on the floor.